Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace instrument tip broke off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have one blade broken at the base. A piece approximately 0.0745" x 0.535" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.